Manufacturer narrative:
The history log showed that the pad-pak was first installed on the (B)(6) 2011 with the device passing several manual power ups. However, on this date the device also recorded a configuration error with a nonsensical duration. Information from the technical log records that on this occasion the shock key was recorded as being pressed during the self-test. The pad-pak was then removed. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2013. On (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2014 a new pad-pak was installed. Further multiple manual power ups of ten minutes duration were observed between (B)(6) 2014. Investigation found this fault can be contributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The excess current drain would likely have contributed to the three low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.